Event description:
It was reported that the ventricular lead had lifetime varying impedance that ranged to high impedance. It was also reported that there will be continued monitoring of the ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.